Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The company representative did not indicate finding any issue related to the burning smell or shut down. However, the nonconforming power controls printed circuit board (pcb). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to a nonconforming power control pcb. However, how or when the part became nonconforming cannot be determined conclusively. The root cause of the reported ¿shut down and odor¿ cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nursing technician reported that during a cataract extraction with intraocular lens implant procedure a system message was displayed, the fan had a burnt smell and the system turned off on its own. The system message could not be cleared. The cataract was removed manually. There was no harm to the patient.

Manufacturer narrative:
The power control assembly was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The pcb was installed into a control module and connected to a calibrated power control module test fixture. The pcb was tested and failed. During the current overload, smoke was observed coming from component of the pcb, confirming the reported events. Upon further investigation, it was determined that the component (which mitigates overload current of the pcb) was measured and found to be nonconforming. The root cause of the reported events can be attributed to a non-conforming component on the power control pcb. However, how or when the part became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).